Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. The system demonstrated noise when pocket manipulation was performed. Fluoroscopy did not reveal any observable damage to the lead and the lead was pushed all the way into the header with the terminal pin beyond the last block. The setscrew was tight and a tug test confirmed this. A revision procedure was performed and the associated lead was removed from service and replaced. No additional adverse patient effects were reported.